Event description:
It was reported that the buttons of the customer's insulin pump were intermittently unresponsive. His or her blood glucose was unknown at the time of reporting. The customer was advised to revert to a backup plan. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with an intermittent button response due to flattened bolus express button dome switch. Keypad connector was fully locked. No cosmetic damage noted.